Event description:
On (B)(6) 2014, the following information was reported to kci by the nurse: foreign bodies, alleged to be v.a.c. Dressing, were left in the patient's wound. On (B)(6) 2014, the nurse indicated the patient received v.a.c. Therapy from (B)(6) 2012. In (B)(6) 2013, the patient's home health agency stated the patient's surgeon excised foreign bodies, alleged to be v.a.c. Dressing, from the patient's wound. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.